Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation. The reported event was not duplicated for 2 devices; the devices were found to be outside specifications for the reported event. Two devices were found to be affected by high impedance. The reported event was not duplicated for 2 devices; the devices were found to be within specifications for the reported event. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction event in which the device ran without user activation. Four reported events had no patient involvement; no patient impact.